Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
This report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report #1222780-2018-00215. It was reported that during a novasure endometrial ablation the physician performed a dilation and curettage using the myosoure hysteroscope, prior to inserting the novasure device. Once the novasure device was inserted the physician was unable to pass the cavity integrity assessement test (cia). The physician reinserted the hysteroscope and noted what appeared to be a perforation at the fundus. The procedure was aborted and the patient was being observed. No additional information was received.